Manufacturer narrative:
The manufacturer previously reported information in reference to an innospire deluxe device with an allegation of delivery issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reporter stated another atomizer was needed. Additional information was not able to be obtained as there was no contact information provided for the reporter. A final report is being submitted. If new information becomes available and/or the device is returned and evaluated, a follow-up/supplemental report will be completed. Updated: evaluation results code grid. Evaluation results code grid. Component code grid. Conclusion code grid.

Event description:
The manufacturer was contacted in reference to an innospire deluxe device with an allegation of delivery issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.